Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "improving left ventricular pacing threshold using retained guidewire technique: a case report." Europace. December 1;12(12):1792-1793.

Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that there was unacceptable thresholds and muscle stimulation during the implant procedure. The article reports that extending the guide wire was associated with gaining acceptable thresholds. The article further reports that the muscle stimulation was resolved after reprogramming. It appears that the device and lead are still in use. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.